Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Information about ventilator setting was requested, however, no further information was provided. Results: the visual inspection revealed a vertical crack on the chamber dome extending from the cleft of the baffle downwards halfway to the base of the chamber. A lot check revealed no other complaints of this nature for this lot number. Conclusion: insufficient information was provided in relation to the sensormedics ventilator settings that were being used at the time of the reported chamber cracks, however based on our knowledge of the mr290hfv, it is likely that the chambers cracked due to a combination of oscillatory stresses induced on the chamber dome by the ventilator and the use of pressures in excess of 8 kpa (approx 80 cmh2o), the maximum pressure indicated in the product user instructions. The mr290 autofeed humidification chamber features a float system which allows the chamber to automatically refill and maintain an appropriate water level. All mr290 chambers are pressure tested at the end of the production process, just prior to packing, to ensure that they are undamaged and that they are able to operate as intended. Any chamber which does not pass the pressure test is rejected. Our user instructions that accompany the mr290 chamber specify to the user the following warnings: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. We have continued to develop the mr290hfv chamber to increase the product tolerance for use with the sensormedics 3100b. These changes, implemented in (B)(6) 2009, minimise the risk of chamber cracking even when used outside product specifications. Our monitoring and trending of events involving cracked mr290hfv chambers used with high frequency ventilators has a rate of occurrence of 290 devices per million sold worldwide in the last year to the end of (B)(6) 2011.

Event description:
A hospital in the (B)(6) reported that an mr290hfv high frequency vented humidification chamber cracked. The hospital further reported that the sensormedics oscillator ventilator was used. This was found prior to patient use.